Manufacturer narrative:
The returned device was visually inspected and it was found reddish material inside the pebax however, no visible damage was observed. During the second visual inspection, reddish material was found inside the pebax and also it was observed a hole on it. For the condition observed a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole, stress marks, and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Based on available analysis finding results, the damage on the pebax does not appear to be caused by any internal bwi processes since the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a recognition issue occurred as the catheter was not recognized as being connected by the smartablate generator. However, the catheter was displayed on the carto 3 system. The ablation cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued and completed with no patient consequence. This event was originally assessed as not MDR reportable because potential risk that it could cause or contribute to a serious injury or death is remote. The device was returned to the biosense webster failure analysis lab and it was discovered on (B)(6) 2017, that there was reddish material was found in the pebax of the catheter, in addition to a hole was also found in the pebax. This finding has been assessed as MDR reportable because there is a potential isk to the patient due to the exposure of internal parts of the catheter. The awareness date has been reset to (B)(6) 2017, the date the reportable finding was discovered.